Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 977a275 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: 2017 (B)(6) product type lead product ID 977a275 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: 2017 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) clarifying the report of the therapy not being effective for the patient. It was stated that the device was working normally, but the patient was not experiencing significant pain relief. The physician decided to explant the system and implant a pump instead. It was indicated that the rep did not have access to the patient¿s weight at the time of the event and the provided information had been confirmed with the physician.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported that the therapy was not effective for the patient. No environmental/external factors were reported. The patient had a pump implanted. No further complications were reported/anticipated.